Event description:
Patient with enlarged aortic aneurysm was admitted for an endovascular repair. When injecting contrast through the catheter, from the bd alaris pump infusion set, the catheter broke apart into 2 pieces. Both pieces were removed without known harm to the patient. Please note that lot numbers in the picture are not the original tubing used. The picture is representation of the product.